Event description:
While the surgeon was using the ligaclip on duct during a lap chole, the clip kept twisting and falling off the duct. The surgeon attempted 5-8 times and clip did the same each time. The device was removed from the field, and a new device was used with out issue. It is unknown if the new device was of the same manufacturer/lot.